Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical instrument cap piercer was leaking and liquid was observed on the top of the sample tube caps. The customer disabled the cap piercer and continued to run the instrument with the sample tube caps removed. The issue was referred to a bec field service engineer (fse). The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed overflowing of liquid from the cap piercer blade wash. The fse observed debris at the bottom of the blade wash well and noted that this occluded the vacuum/fluid flow. The fse flushed the waste lines and vacuum line from the waste valve. Service activity was verified. The failure mode is an obstructed cap piercer blade wash chamber. (B)(4).